Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that stem was larger than tibial canal. The procedure was completed with another device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual and dimensional evaluations of the returned stem found that the device is etched as item # 00-5988-020-14 but measures as item 00-5988-020-17. DHR was reviewed and no discrepancies were found. The most likely root cause of the issue appears to be comingle during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.